Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported a leakage from underneath the atellica ch 930 analyzer that reportedly led to an operator slipping and falling. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse confirmed a leakage from the atellica ch 930 analyzer. The cse identified that the waste tubing from the condensate pump connection to the back bulkhead fitting corroded and caused leak inside the tubing channel which dripped under the instrument when the condensate pump discharged. Then, the cse bypassed the waste line with tygon tubing. The cse also replaced the corroded tubing, which returned the analyzer to normal operation. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported a leakage from underneath the atellica ch 930 analyzer. The technician reportedly slipped on the leak and fell. Siemens subsequently determined that the waste line within the analyzer leaked. There are no known reports of medical intervention or adverse health consequences due to this event.